Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed no anomalies. (B)(4) the full lead was returned and analysis revealed no anomalies. It was noted that there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay was breached cut, there was blood in/on helix/lobe mechanism and mechanism (sleeve head) and there was apparent explant damage.

Event description:
It was reported that the right ventricular defibrillation impedance was high. The cause could not be determined so both the device and the lead were explanted and replaced. No patient complications have been reported as a result of this event.